Event description:
Clinical study. Clinical assessment on the day of enrollment indicated that the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. One 20mm long target lesion located in the mid lad with 95% stenosis and a 2.5mm reference vessel diameter was randomized into the study. Treatment consisted of pre-dilatation and placement of a 2.5 x 24 mm study stent, reducing the stenosis to 0%. The patient was discharged two days later on protocol doses of plavix and asa. Due to an abnormal stress test and chest discomfort on day 733, the patient was scheduled for an outpatient cardiac catheterization. Angiography on day 775 revealed 70% stenosis in the mid lad. No intervention was performed and patient was scheduled to return for pci. On day 782, angiography confirmed the 70% stenosis in the target lesion. There was also 70-80% ostial stenosis in the diagonal. The diagonal was treated with a cutting balloon with "good" angiographic results. The mid lad was treated with a 3.5x28 mm taxus stent, reducing the stenosis to 15%. Per intervention report, "the diagonal was noted to be significantly stenotic due to elastic recoil. "A 2.5x16mm taxus stent was placed from the proximal lad to the diagonal as well. Another 3.5x20 mm taxus stent was placed to cover an 8-mm area that was not covered with the stent just beyond the diagonal. Due to strut jailing, the ostium of the diagonal had 70% final residual stenosis. Of note, ivus did reveal a larger diagonal branch then was present at the beginning of the procedure. The patient was discharged home one day later on plavix and 81 mg of asa. In the opinion of the physician, there was a probable relationship of tvr to the study stent, as well as to the index procedure. In the opinion of the physician, there was a possible relationship of tvr to prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.